Event description:
On 16-apr-2024 nurse assist received a complaint via phone for the following event. Description from nurse assist customer service: a person called in and said that she/he used saline, and it caused her/him to get multiple infections. She/him used it to used it irrigate her/his pouch (bladder made out of intestines). She said she took enough to fill the syringe to irrigate it once and threw away the rest. So, she did inject it into her body. The infection caused it to come out like cottage cheese when she/he irrigated it (that is what came out). She/he had three bottles left but they only gave me lot# on 2. The 3rd was just an expiration date. Lot# 23045430, 22124487, 1/5/25. Name: (B)(6) # (B)(6). She/he wants to know what bacteria is in the product so she can tell doctor so they can figure out how to treat it. Nothing they are doing is helping get over the infection. The person has the pouch for 14 years.